Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received intermittent button response due to corroded keypad traces. The pump was received with moisture damage at motor assembly and electronic assembly. The pump passed displacement test, operating currents, self-test and off no power test. No unexpected low battery alarm noted and no bad battery alarm noted. The low reservoir alarm functions properly during test. The insulin pump was received with scratched lcd window, cracked case display window corner and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly moisture damage. The customer stated the numbers on their keypad were not ramping. Customer's blood glucose was 89 mg/dl. The customer stated the insulin pump was exposed to moisture; perspiration and water. She state ran a marathon and is able to see drops of moisture inside the pump. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.